Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The manufacturer's technical services (ts) confirmed the reported issue. Recommended customer swap pm pcb and verify voltages have returned. Provided part number. Multiple attempts were made to obtain repair information of the device that were unsuccessful.

Event description:
The customer reported no 24 volts (v), 35v, 5v, or 3.3v shown on pneumatics screen; blower date and operating hours missing from vent info screen. The ventilator was not in use on a patient at the time of the event occurred.